Event description:
It was reported that the needle had bent. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. When the needle was in position it was attempted to be unfolded. It was reported that the device met obvious resistance when it was being unfolded and it was noted to be bent. The procedure was completed with another of the same device. There were no patient complications that were reported.